Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Without the returned device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a 76 cm (30") appx 3.3 ml, admin set, 2 spiros® w/red cap, 20 drop in-line drip chamber w/15 micron filter, bag hanger. The client reported that they had four of these lines that leaked during chemotherapy infusion on a patient. The leakage was noted bedside. There was an unspecified delay in therapy and no human harm was reported. This reflects four same/similar incidents.